Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision with a refractive error and residual astigmatism. The iol was exchanged. Additional information was received from the surgeon, who reported that the outcome of the event resolved with the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(6) 2015. (B)(4).